Event description:
According to the reporter, a mesh was implanted in the patient on (B)(6) 2013. After that, the patient was experiencing numerous digestive issues such as diarrhea five to eleven times a day, sharp pain, swaying, a swollen belly, and spasms. There was also a period of incapacity to work. Inability to hold back from going to the toilet. Impact on personal and professional life. In need of sick leave and bed rest periods in progress. Disturbance of certain blood markers (lipases, etc.) Inflammation of the intestines.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 (removed e1309) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.